Event description:
The facility reported a flo-gard infusion pump with a malfunction of a broken screen within the neo-natal intensive care unit . It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a broken screen was confirmed during product evaluation. The assignable cause was a damaged main display. The main display was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.